Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: physician stated when he tried to trap with the balloon and remove micro catheter it all stuck so he had to pull everything out at once. Trapliner broke at halfpipe while trying to pull everything out. Completed with a different device. No patient injury reported.

Manufacturer narrative:
Trapliner was returned for evaluation. Blood particulates were found on the catheter. Weld joint separation was confirmed. Collar transition section was severely damaged with a split noted on the collar. Multiple bends observed on the pushrod. Bulge in the rx lumen was noted with a minor tip damage. A micro catheter and guidewire of unknown models were returned with the trapliner. The guidewire was locked within the microcatheter and tip deformation of the microcatheter was observed. No device history record review could be performed as the lot number used by the account was not provided. Case details were reviewed. The physician tried to trap with balloon and remove micro catheter. All units got stuck. Trapliner broke while trying to pull everything out. The damages are likely to have occurred during use in the procedure along with other devices when operated against resistance. Per IFU states the following warning and precaution. - never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. - exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage or kinking. Do not apply torque to the catheter during delivery, as catheter damage may result. Additional information was requested from the account. A response was received. Account stated that physician had too many devices in the trapliner. Halfpipe broke outside of the patient's body. It is likely that during removal of devices, interaction of trapliner with other concomitant device against resistance could have damaged the collar section. Procedure was completed with a different device. Patient condition is good post procedure. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error.